Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h5.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. The litigation alleges that the patient experienced progressive chronic hip pain, impaired ability to perform normal daily activities even work, suffering, loss of income, economic and personal damages, atrophy in thigh muscles, elevated metal ion, and decrease mobility. Plaintiff had the right asr hip implant explanted on or about (B)(6) 2019. Doi: none reported, dor: (B)(6) 2019, (right hip).